Event description:
On (B)(6) 2009, the patient reported the adhesive on his insulin infusion sets is not properly sticking. He stated that his last 4 headsets have had to be replaced after less than 3 days of use. He stated that after he takes a shower, the adhesive loses its stickiness and the headset falls out. He stated the most recent occurrence was on (B)(6) 2009 after the headset had been in use for 2 days. The patient was educated on the sandwich technique and a courtesy box of tegaderm and replacement infusion sets were sent to the patient. The pt discarded the alleged headsets. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.